Manufacturer narrative:
The field service engineer checked cell blank measurements. The heat cut filter was replaced. A mechanism check was performed. The cell levels were checked and were fine. Probe alignments were checked and were fine. The user ran controls and these were ok. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested for albumin on the cobas 8000 c 702 module. The specific albumin reagent used, including the lot number and expiration date were asked for, but not provided. No incorrect results were reported outside of the laboratory. The first sample initially resulted in an albumin value of 76 g/l and repeated as 38 g/l. The second sample initially resulted in an albumin value of 63 g/l and repeated as 38 g/l. The third sample initially resulted in an albumin value of > 100 g/l and repeated as 37 g/l.